Manufacturer narrative:
Device evaluation summary: visual inspection shows a section of the snare has been captured in the seam of the peel pouch with some being exposed out of the pouch. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp tourniquet set, it was reported that the device was exposed at the seal of the sterilization package. The device was not used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there are no missing or wrong devices or components in the package.